Event description:
The device was used in response to a cardiac arrest call. According to the reporter, following the first shock administered, the device reset and the lcd went blank. The operator cycled power and the device subsequently operated properly for the rest of the code. No adverse affects to the pt were reported as a result of the alleged malfunction.